Event description:
It was reported that white depressed damages with the balloon part for a total of 5350 foley catheters from two batches (batch# mygn5842 and batch# mygr5328) were found during use and inspection. The quality department of company had determined that there were risks of balloon bursting and that these products could not be used in the production. The issue was detected during reuse of a single use medical device. Per additional information via email from ibc on 13apr2023, stated that customer was a distribution center. Stated that 5 physical samples of each batch would be provided. The user purchased (B)(4).units and inspected some of them had the issue, thus the customer was worried about the quality of the whole batches and request to change and return (B)(4). Units with another batch. Per sample received by the bd representative on 14apr2023, stated that the manufacturing lot# of samples received for the batch mygn5842 was 2hj031 and for the batch mygr5328 were 2jd072, 2hh041, 2hu135 and 2hl031 (batch# mygn5842 and serial# (B)(6) batch# mygr5328 and serial#(B)(6), batch# mygr5328 and serial# (B)(6), batch# mygr5328 and serial# (B)(6) and batch# mygr5328 and serial# (B)(6). Per additional information via email from ibc on 15apr2023, stated that the customer was an old customer, they have used bd foley for almost 18 years since 2006. This was the first incident experienced by them. The manufacturing lot# of samples for the batch mygn5842 was 2fd047 and for the batch mygr5328 were 2hu136, 2fr083, 2jc013 and 2hu134 (batch# mygn5842 and serial# (B)(6), batch# mygr5328 and serial# (B)(6), batch# mygr5328 and serial# (B)(6) batch# mygr5328 and serial# (B)(6) and batch# mygr5328 and serial# (B)(6).stated that this customer per chase foley for reprocessing. When they received foley, they would just check product model, size, quantity and expiration date. While during the process of reproduction, they would inflate balloon with gas for all foley catheters. There was no sampling inspection performed, they tested the balloon of all catheters. Stated that during the process of reproduction, they would inflate balloon with gas for all foley catheters. Per additional information received via email from ibc on 21apr2023, stated that the samples reported by customer were those picked up by customer for function testing during their reproduction process and these physical samples could not be returned for investigation, but the photos attached to them. While for the samples received, these were representative samples from the same reported batches returned for investigation, they were not the real affected samples.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. Potential root cause could be due to heavy calcium crystallization deposited inside sac coagulant dip tank. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that white depressed damages with the balloon part for a total of 5350 foley catheters from two batches (batch# mygn5842 and batch# mygr5328) were found during use and inspection. The quality department of company had determined that there were risks of balloon bursting and that these products could not be used in the production. The issue was detected during reuse of a single use medical device. Per additional information via email from ibc on (B)(6) 2023, stated that customer was a distribution center. Stated that 5 physical samples of each batch would be provided. The user purchased 5350 units and inspected some of them had the issue, thus the customer was worried about the quality of the whole batches and request to change and return 5350 units with another batch. Per sample received by the bd representative on (B)(6) 2023, stated that the manufacturing lot# of samples received for the batch mygn5842 was 2hj031 and for the batch mygr5328 were 2jd072, 2hh041, 2hu135 and 2hl031. Batch# mygn5842 and serial# (B)(6), batch# mygr5328 and serial# (B)(6), batch# mygr5328 and serial# (B)(6), batch# mygr5328 and serial# (B)(6) and batch# mygr5328 and serial# (B)(6). Per additional information via email from ibc on (B)(6) 2023, stated that the customer was an old customer, they have used bd foley for almost 18 years since 2006. This was the first incident experienced by them. The manufacturing lot# of samples for the batch mygn5842 was 2fd047 and for the batch mygr5328 were 2hu136, 2fr083, 2jc013 and 2hu134. Batch# mygn5842 and serial# (B)(6) , batch# mygr5328 and serial# (B)(6), batch# mygr5328 and serial#(B)(6) , batch# mygr5328 and serial# (B)(6), and batch# mygr5328 and serial# (B)(6). Stated that this customer per chase foley for reprocessing. When they received foley, they would just check product model, size, quantity and expiration date. While during the process of reproduction, they would inflate balloon with gas for all foley catheters. There was no sampling inspection performed, they tested the balloon of all catheters. Stated that during the process of reproduction, they would inflate balloon with gas for all foley catheters. Per additional information received via email from ibc on (B)(6) 2023, stated that the samples reported by customer were those picked up by customer for function testing during their reproduction process and these physical samples could not be returned for investigation, but the photos attached to them. While for the samples received, these were representative samples from the same reported batches returned for investigation, they were not the real affected samples.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.